Event description:
Per the clinic, the device was explanted due to unspecified reasons (specific date not reported) and the patient was reimplanted with another device on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was re-implanted with a transcutaneous osia implant system on (B)(6) 2024. Correction: the initial MDR submitted on january 08, 2025 was filed inadvertently. There was no explantation that has occurred.